Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and calibrated during the service call.

Event description:
The customer reported a faulty milliamps sensor on the 9800 system. No pt injury was reported.